Event description:
While performing a neuro surgical procedure, there was a malalignment of the blade and duraguard of the neuro drill resulting in a minor tear of the dura. There was no adverse outcome and the pt did well. Unfortunately, facility has 2 drills and are unable to determine which md was using at the time. Both were sent for complete servicing.